Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was a moderately calcified, 80% stenotic lesion in a mildly tortuous circumflex artery (cx). The lesion was predilated with a 3.0 x 24 mm balloon from a previous stent delivery system. The physician attempted to reach the circumflex lesion with a taxus express2 3.0 x 16 mm drug eluting stent. However, the physician had difficulty loading the stent to the wire and into the touhy. In addition, the stent could not cross the lesion. Upon removal of the taxus stent from the patient's body distal stent strut damage was noticed. No patient complication or injury was reported. The procedure was successfully completed using another taxus express2 3.0 x 16 mm stent. Patient status is reported to be "satisfactory/good".